Event description:
It was reported that there was a setscrew issue with an out of box device. The reporter stated the setscrew "wobbled around and would not torque." It was further stated that no retraction of the setscrew was done prior to event. It was noted that a second torque wrench was used with the same result. The reporter then stated that the setscrew was fully retracted and lost. Additional information received reported that a second device was used and the setscrew worked "fine." No patient injury was associated with this event. The outcome was stated as "all good with the patient."

Manufacturer narrative:
(B)(4). Analysis of the device, model # 3058, serial # (B)(4), found that the grommet was damaged, the setscrew was not.